Event description:
It was reported that patient with this implantable pacemaker has been in the hospital due to heart rate at 30 beats per minute (bpm) and atrial fibrillation (af). Patient advocate stated that the pacemaker is not working, and patient cannot go home until device is interrogated. Boston scientific technical services (ts) discussed option to bring the communicator from home to do a patient initiated interrogation (pii). This device remains in service. No adverse patient effects were reported.